Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04171.

Event description:
It was reported that a patient underwent a right hip revision approximately 12 years post implantation due to elevated metal ion levels, neulogic symptoms, pseudotumor and pain. During the surgery, moderate corrosion was noted on the head-neck taper interface. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. MRI report shows pseudotumor/fluid collection. Cobalt fluid levels were elevated and there is note of corrosion on the head-neck taper interface. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown cup, lot #unknown; item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, surgeon did not approve for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tha. Subsequently approximately twelve (12) years, two (2) months, post op primary implantation, the patient was revised due to elevated cobalt levels and pain. Additional information was requested however, none was available.